Event description:
Complainant alleged that the medics were responding to a code situation for a 48 year old male pt suffering from chest pains. The medics attempted to charge the device, but the device did not charge and they rec'd a low battery error message on the device screen. The medics changed the device battery and they then attempted to charge the device. The device charged, but the medics had inadvertently changed the joule setting on the device to 7 joules. The medics then administered a total of three 7 joule shocks to the pt. The medics then changed the joule setting to 360 joules, and successfully administered two 360 joule shocks to the pt. The complainant indicated that the pt subsequently expired.